Event description:
Hospital utilization of tablo dialysis machines and blood lines from lot numbers with known problems. Use of these products and equipment is exposing critically-ill patients to unnecessarily hazardous conditions involving risk of significant blood loss, hemolysis, air embolism, and systemic infection. Faulty blood lot lines are causing blood leaks internally and externally. Internal blood leaks are nearly undetectable, leading to an unknown level of contamination. Since machines are not patient-specific, individual patient exposure to potential blood borne pathogens, such as hepatitis b, is increased. Hospital use of expired acid baths for dialysis treatments and sharing of single-use dialysate baths between multiple patients when stock is low.